Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due had high blood glucose on (B)(6) 2018 and had keypad anomaly. The customer¿s blood glucose level was 550 mg/dl at time of incident and current blood glucose 300 mg/dl. The customer was treated with manual injection in the hospital. The customer¿s blood glucose level was unknown. The customer reported that the up and down arrow key and b button stopped respond. The customer reported that they had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was able to download to the carelink pro software without any errors. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.